Event description:
It was reported that this patient had a sa node ablation but has intact av conduction. The patient has a known accelerated junctional rhythm and presented today with palpitations due to high rate ventricular pacing. A boston scientific technical services consultant performed a review of the device data. Histograms show vp rate bins between 110-150 ppm. The consultant provided programming suggestions and recommended further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.